Event description:
It was reported that the customer experienced high blood glucose all day. The insulin pump alarmed motor error during bolus. The blood glucose reading is 302 mg/dl. Treated with bolus. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test and motor error during basic occlusion test due to loose/flush drive support disk. The insulin pump received with crack at lcd window corners and battery tube threads. The insulin pump received with scratched lcd window.